Manufacturer narrative:
Since the blood could not be returned to the pt, a blood loss of 120 ml occurred. No other injury was sustained by the pt. No medical intervention was reported. The machine was inspected by a gambro technical services field rep. He found that the linear actuator assembly had come apart from the cardholder. He reassembled it. The machine has been returned to service.